Event description:
Procedure: lap gastric bypass. Pt sex: unk. Reportedly, when the device was fired, the staples did not form. Therefore, the tissue anatomies had to be over sewn and the doctor had to insert a drain into the pt.